Event description:
The patient reported that there were air bubbles in the infusion set tubing. Follow up education was given to the patient on proper cartridge filling and priming technique but the problem reportedly persisted. The patient was given a loaner pump for two weeks, and there were no more air bubbles in the tubing. The patient thinks that due to the air bubbles resolving with the loaner pump that the pump caused air bubbles in the infusion set. The owner's booklet provides instruction on troubleshooting air bubbles in the infusion set tubing. The owner's booklet also states to occasionally check the infusion set tubing for any air bubbles and prime them out. At this time there is no evidence that the pump can cause air bubbles in the infusion set. Although there is no confirmed malfunction this complaint is being reported based on the patient's allegation. There is no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside of normal patient use was observed in the black box or download history. Using a test cartridge, the pump performed a rewind, load, and prime and was exercised for 24 hours without any airbubbles forming.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.